Event description:
The ge oec 9600 fluoroscopy system would not boot completely and system required a replacement sram card.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective sram that was removed and replaced. The system had been tested, found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm as reported as a result of the noted malfunction.